Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( adjust belt or check belt messages and damaged cable or wires exposed) has been confirmed. As received, the belt unable to complete an ECG falloff test. The ECG "c" and "d" cable red wire was broken causing the faults. The root cause for cut cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and the electrode belt had damaged cable or wires exposed.